Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for (B)(4) lot no: 019779432. The device history and package insert were reviewed. The product was not returned.

Event description:
Allegedly revised due to noise and blood metal levels.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Although several attempts have been made, no medwatch 3500a has been received from the user facility. This report will be updated when the investigation is completed. This is the same event as 1043534-2011-00269, 00270, 00271. (B)(4)